Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2016 and mesh was implanted. During the procedure, the surgeon noted that the top and bottom of the mesh separated during fixation. It is unknown what actions were taken to correct this issue. Additional information was requested.